Manufacturer narrative:
Device received with severely cracked and bleeding lcd glass. Unable to verify blank display due to lcd damage. Unable to perform operating currents, self-test and displacement test or verify missing segment or partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was 150 mg/dl at the time of the incident.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.